Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. Additionally, the sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the distal face of the seal, consistent with the noted leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached pull wire, torn seal, and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis. UDI information (d4) and 510k (g3) are not provided within this report as this product (model I-v2-med) is part of a clinical study, the configuration is therefore not referenced in the gudid database.

Event description:
A fluid leak was found in the sheath hemostasis valve during analysis.